Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during heart valve replacement, the needle and thread were found to be detached. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.